Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported strain relief being pulled out of the handle was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: supracore 300 cm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous common iliac artery aneurysm. While attempting to advance an absolute pro to the lesion, the guide wire slipped out from the aneurysm due to its angle. The absolute pro was removed and was again advanced; however, while inserting the catheter, the delivery system outer sheath pulled out of the handle. Angiography revealed there were no stent struts exposed. The physician was worried he would lose wire access so the outer sheath was pushed back into the handle and the stent was deployed using the thumbwheel without resistance at the intended site. There was no resistance advancing or removing the catheter. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.